Event description:
It was reported that the patient experienced a shocking or jolting sensation when getting in and out of a truck. The patient did not have her programmer with her at the time and stated "it was a long 10 minute ride" to get the programmer to adjust the stimulation. The patient stated that "it happened with my old implant" and did not provide any further details. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3093-33, lot# unknown, implanted: (B)(6) 2010.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. There was no surgical intervention and the patient did not require hospitalization.